Manufacturer narrative:
Method: the complaint bc191 flexitrunk infant nasal tubing was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photograph provided by the distributor, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the bc191 flexitrunk infant nasal tubing revealed that the tubing was stretched and broken. Conclusion: without the return of the complaint device, we are unable to determine the cause of the reported event. All flexitrunk nasal tubings are visually inspected, and pressure tested before leaving the production line and those that fails are rejected. Our user instructions which accompany the flexitrunk infant nasal tubing state: "use caution when positioning or disconnecting the interface. Avoid excessive pull forces, sharp objects and tubing holders." "Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A distributor reported on behalf of another distributor that a bc191 flexitrunk infant nasal tubing was found damaged before patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.